Event description:
*Literature case* "clinical evaluation of 292 genesis ii posterior stabilized high-flexion total knee arthroplasty: range of motion and predictors" author: mathijs c. H. W. Fuchs et al. In this study there were 292 patients bearing genesis ii implants. It was reported that a patient was treated via manipulation under anesthesia to correct an unspecified implant failure.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in this literature review article indicates that a patient was treated post tka with an mua (manipulation under anesthesia) to correct an unspecified implant failure. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.